Event description:
It was reported the patient experienced less than 50 percent therapy relief as well as spasticity in their extremities. Given the patient¿s lack of response/no relief of their symptoms to increased itb (intrathecal baclofen) doses and boluses, side port access was performed on (B)(6) 2014, which revealed no flow and they were unable to aspirate the catheter. A catheter issue was reported, specifically a catheter break in the distal segment. Actions required as a result of the event consisted of a revision; the catheter was replaced with an ascenda catheter on (B)(6) 2015. When the health care provider (hcp) opened up the back incision, the catheter was not intact. The hcp was unable to remove the catheter from the intrathecal space and as a result the catheter was only partially explanted. When asked if the catheter segments left in the patient were not in use, it was noted it was not. Additional interventions due to the catheter issue included the patient being placed on oral baclofen. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿ and it was further later reported they recovered without permanent impairment. The device system was used to deliver baclofen and it was noted the previous drug prior to the revision had been sterile water.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).